Manufacturer narrative:
(B)(4).

Event description:
It was reported that when an asymptomatic patient was seen for routine in-clinic check, episodes of noise were observed. The lead was capped and replaced. Patient was fine post-procedure.